Event description:
Based on a review of medical records provided by pt's attorney: on (B)(6) 2004, ventral incisional hernia repaired with composix kugel mesh. On (B)(6) 2010, laparoscopic repair of recurrent incarcerated incisional hernia with unidentified mesh, explant of previous mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitted this MDR based on the add'l info rec'd. Based on a review of the medical records, the pt was treated for a ventral incision hernia in (B)(6) 2004. More than four yrs post implant, the pt was treated for a recurrence. It was noted in the operative report that the previously implanted mesh was "inflamed," "convoluted," and "hard." That and the proximity of the previous repair to the new hernia defect were noted as reasons for dissection of the previously implanted mesh. Neither the operative report, nor the pathology report provided specify a failure of the mesh. Recurrence, while not attributed to the bard mesh in the operative report, is a possible adverse reaction stated in the product's instructions for use. Based on the info rec'd, it is unclear whether the bard mesh contributed to the alleged event. No sample has been returned and no specific device failure has been alleged. No conclusion can be drawn at this time.